Event description:
The account alleged that the all motors lockout is activated and he cannot deactivate it. The service required is flashing an error code of 8 (power supply node). Les checked the logic board led's and they are showing a network failure.

Manufacturer narrative:
The account found that the left coiled cable was damaged exposing bare metal wires. The account replaced the coiled cable to repair the bed.